Event description:
The manufacturer received information alleging a ventilator failed testing. The device was not in patient use. The reporter of the event had replaced the device's dc cable. The reporter of the event was advised to replace the power management board to address the issue.